Event description:
Related to (B)(6). The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 melted at the base of the jaws during radials. No resistance was noted while inserting the harvesting tool into the cannula. Plastic particles were in the tunnel. They were retrieved per radial cutdown and all particles were removed. The patient required a cutdown ( incision) to harvest the radial artery. There was a procedural delay. A second device opened. No patient injury occurred.

Manufacturer narrative:
Trackwise ID( (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). Corrected section: e3- occupation. The device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the heater wire. The heater wire was observed to be intact, with no visual defects observed. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled away from the base of the cold jaw to the tip of the cold jaw. The detached cold jaw insulation was not returned for evaluation. The black sheath at the base of the jaws was observed to be peeled on the side of the sheath. The shaft tip was also observed to be bent upwards. There were no other visual defects observed on the harvesting device. There were no visual defects observed on the cannula that was also returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; shaft" was confirmed as well as the analyzed failures "peeled; jaw" and "bent shaft" were observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000238055 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 black insulated shaft peeled and delaminated. No resistance was noted while inserting the harvesting tool into the cannula. Plastic particles were in the tunnel. They were retrieved per radial cutdown and all particles were removed. There was a procedural delay. The room had one device on the surgical field, and one unopened and on standby. Both of those devices were defective/damaged and no further devices were readily available. The patient required a cutdown ( incision) to harvest the radial artery and underwent an open radial harvest and has a ¿longer scar on their arm¿ due to the open procedure as opposed to endoscopic vessel harvest. No patient injury occurred.

Manufacturer narrative:
(B)(4). Corrected section- h6- problem code changed to 1454.

Event description:
N/a

Manufacturer narrative:
Trackwise ID#: (B)(4) updated sections: b-4, d-10, g-4, g-7, h-2, h-10, h-11 corrected section: d-4 lot# to "3000238055" and exp date to "04/26/2024"; h-4 to "04/28/22"